Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and anxiety. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture and anxiety. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3.

Event description:
Patient reported right side rupture and anxiety. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d3, d6b, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.